Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) stopped working, and the bulb remains flat. Troubleshooting was performed but was unsuccessful. A surgical procedure was performed during which a small tear in one of the cylinders was observed, causing a fluid loss. The device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.